Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related MFR report: 1627487-2020-48250. It was reported the patient underwent a revision of the scs system leads. Reportedly, the leads were lowered one level for better coverage of the patient's pain area. The patient was reportedly doing fine postoperatively.